Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the elevate actuator is making noise and it is dropping about an inch when it is going down.